Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly while pump was charging and battery gauge was fluctuating. After resuming charging, battery gauge confirmed battery was charging. Customer resumed insulin delivery. Customer¿s blood glucose level was 101 mg/dl.